Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a check heater line alarm with the homechoice (hc) machine during fill 1. The home patient (hp) stated that she disconnected the heater bag and put a new heater bag on. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the care giver (cg) on (B)(6) 2012 regarding a check heater line (chl) alarm. The cg stated that the cause of the alarm was unknown. The cg had no problems starting therapy over with new supplies. Per the cg, therapy has been going fine since the event and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the hp changed out the heater bag. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. Since it cannot be determined why the hp changed out the heater bag, the as determined cause for this complaint is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.